Manufacturer narrative:
There were multiple alarms in the alarm trace that are consistent with poor sample quality on the date of the event. The investigation was unable to determine a direct root cause. A general reagent problem could not be identified.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is(B)(6). A field service engineer (fse) performed cleaning maintenance, checked rinse levels, pump pressures, and probe conditions. An instrument check and qc were passing. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys brahms pct result from the cobas e 801 analytical unit. The initial result was 1.6 ng/ml, and the repeat result on another e801 module was 2.48 ng/ml. The initial result was repeated after the customer experienced some qc issues and performed a patient comparison. The customer is unsure which result is correct.